Manufacturer narrative:
Additional information (12-nov-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the discordant falsely depressed vancomycin (vanc) result. Hsc reviewed the instrument data logs and the information provided by the customer. Quality control that was processed prior to the patient sample testing was within range per the customer. Other patient samples were processed around the same time as the discrepant vanc sample and there were no reports of any other discrepant samples. This was an isolated event. A siemens customer service engineer (cse) dispatched to the site evaluated the dimension vista system and performed normal troubleshooting or maintenance for events of this nature. Quality control was in range and no issues were noted with other patient samples indicating that the vanc assay was performing acceptably. Repeat of the same patient sample yielded expected results. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00187 was filed 05-aug-2021.

Manufacturer narrative:
The customer contacted the siemens customer care center regarding a falsely depressed vancomycin patient sample result on a dimension vista 1500 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista 1500 system. The discordant result was reported to the pharmacy, questioned, and not reported to the physician. A new sample was processed on the same date and a higher result was obtained and reported. The original sample was reprocessed on the original system and a higher result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed vanc result.